Event description:
It was reported that the bd syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: material # 302830. Batch # 5190215. Verbatim: rcc received a complaint via email. We have a 20ml syringe upon opening the wrapper we noticed black marking inside the syringe. Syringe was not used. Please see attached pictures for lot, exp, and product issue. Incident date: (B)(6) 2025. Syringe is available to be sent out for further investigation.

Manufacturer narrative:
A black mark was reported inside the syringe. To support the investigation, one sample in opened blister packaging and two photographs were submitted for evaluation by the quality team. A visual inspection was conducted, revealing dark-colored specks of embedded degraded resin at the bottom of the syringe barrel. The photographs provided correspond to the sample received. No additional defects or imperfections were observed. The presence of embedded degraded resin is typically associated with startup conditions or intermittent occurrences during the injection molding process. During these times, degraded resin may break loose and become incorporated into molded components.